Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, from the first firing, clip was noted to be stuck and when applied, the clip could not latch on to ligate the structure and was loose. During the subsequent firing, the clip did not appear in the jaws and the device handle was jammed. Surgery was not delayed, was successfully completed, and there was no patient consequence.